Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5222969. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
During blood sampling, leakage occurred at 2 different locations on the tubing of 23 g x .75 in. Bd vacutainer® push button blood collection set the involved unit was discarded. No mucous membrane exposure. No sample was returned for evaluation.